Manufacturer narrative:
Initial reporter name-- postal code: (B)(6). Device evaluation: visual analysis of the returned device identified fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late, exposure, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma - late; implant exposure; dehiscence.

Event description:
Healthcare professional reported left side seroma-late. Healthcare provider later reported "dehiscence¿ and ¿implant exposure¿. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side seroma-late. Healthcare provider later reported "dehiscence¿ and ¿implant exposure¿. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.